Event description:
The ge oec 9800 fluoroscopy system was turned on with the workstation operable, but the mainframe c-arm would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable. The interconnect cable was removed and replaced. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.